Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to another meter. The reporter alleged results of "1.9mmol/l" compared to "4.9 and 3.0 mmol/l" on another meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.